Manufacturer narrative:
The date of event is unknown but it did occur in (B)(6) 2016. The date received by the manufacturer is used. (B)(4). Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported the safety mechanism of the suspect device snapped off as it was being pushed over the needle with the thumb. The clinician had blood splatter to her face as a result of this incident. She used the eye wash station and is being followed by the facility's employee health. There was no other intervention and no alteration of patient care.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record was completed for the reported lot 6083662, catalog 367607. Product was manufactured at the bd (B)(4) site march 2016. All inspections were in compliance with requirements. Conclusion - bd was unable to confirm the customer's complaint. Without a sample an absolute root cause for this incident cannot be determined.